Manufacturer narrative:
Concomitant medical products: 1258t, lead, implanted: (B)(6) 2012; 1688tc, lead, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient complained of a low heart rate and of feeling tired and lousy. The right ventricular (rv) lead exhibited t-wave oversensing (twos) post-pace. The lead sensitivity was reprogrammed, but twos was still observed. The lead remains in use. No further patient complications have been reported as a result of this event.